Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 3fr single lumen groshong catheter. The first photograph showed the proximal segment of the device. Usage residues were observed throughout the sample. The catheter shaft terminated proximal of the valve. The distal fragment, including the valve and tungsten tip were not visible. The second photograph depicted a closer view of the catheter shaft at the break site. The break occurred between the 17cm and 18cm depth markings. The catheter appeared compressed/kinked at the break site. A kink was also observed at the 18cm depth marking. The discernible fracture features and additional kink suggested that kinking of the indwelling catheter likely contributed to the fracture; however, without inspection of the physical sample, it could not be determined if an additional factor(s) also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the customer "the pediatric patient was admitted to the hospital for chemotherapy for lymphoma, and PICC was placed in the right side of the vein on (B)(6) 2022, the length of the catheter left in the body was 33cm, and the length of the exposed catheter was 3cm, and when the catheter was extracted on (B)(6) 2023, it was found that there was a fractured catheter at 17cm was close to the pulmonary artery, and the length of the extracted catheter was only 19cm, and the location of the fractured catheter in the body was immediately confirmed by taking a film, and then the catheter was caught by interventional capture. The fractured catheter was successfully removed by interventional capture surgery." Additional information received 12/6/2023: it was reported after the tube was removed, the patient had no discomfort and was in good health.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "the pediatric patient was admitted to the hospital for chemotherapy for lymphoma, and PICC was placed in the right side of the vein on (B)(6) 2022, the length of the catheter left in the body was 33cm, and the length of the exposed catheter was 3cm, and when the catheter was extracted on (B)(6) 2023, it was found that there was a fractured catheter at 17cm was close to the pulmonary artery, and the length of the extracted catheter was only 19cm, and the location of the fractured catheter in the body was immediately confirmed by taking a film, and then the catheter was caught by interventional capture. The fractured catheter was successfully removed by interventional capture surgery." Additional information received 12/6/2023: it was reported after the tube was removed, the patient had no discomfort and was in good health.